Event description:
Olympus was informed that during a cystoscopy procedure, the insulation of the button electrode split, and a piece of the insulation fell inside the patient. The insulation piece was retrieved from the patient's bladder after numerous irrigation. The procedure was completed using another pk device. There was no patient injury reported.

Manufacturer narrative:
No device returned for evaluation. The exact cause of the user's experience could not be conclusively determined. This report will be updated if additional information becomes available at a later time.